Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, it was noted that the clip opened approximately 30 degrees. A second clip was implanted stabilizing the first implanted clip. Mr was reduced to <1. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. Additionally, a cine was received and reviewed by abbott vascular research and development engineer who confirmed the reported event. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. The reported unexpected medical intervention appears to be a result of case specific circumstances as a second clip was deployed lateral to the opened clip to stabilize reducing mitral regurgitation (mr) grade to <1. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na.